Event description:
Livanova deutschland received a report that the 3t heater cooler is cooling slowly during procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in united states. A livanova field service engineer was dispatched to customer facility and confirmed the event: all circuits (patient and cardioplegia) were unable to cool due to critical compressor failure. No field repair option is available for this failure mode. Device replacement is required. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.